Event description:
It was reported that this implantable pacemaker has 4 years longevity remaining in a span of 3 years since implant. Boston scientific technical services (ts) reviewed that the right atrial (ra) pacing is at 90 percent which caused the power consumption to be high. Ts advised to turn down the ra output. The device remains in service. No adverse patient effects were reported.